Manufacturer narrative:
Further investigation found an interfering factor against the streptavidin component of the reagent was present in the sample. Per product labeling for the assay "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
Sample from the patient was received for investigation and was tested with the following results: pth elecsys e2g: 1.20 pg/ml with a data flag. Elecsys pth (1-84): 33.7 pg/ml. Elecsys pth (1-84) v2 biotin version: 9.70 pg/ml. Further investigations are ongoing.

Manufacturer narrative:
Sample from the patient was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable low elecsys pth immunoassay results from cobas e801 module serial number (B)(4). The patient's pth was repeatedly measured in an interval of about 1 month. The result was always an implausibly low value that was less than the measuring range of the assay. One example was provided of a result from a beckman analyzer of 20.2 ng/l. The sample was frozen and one month later was tested on the cobas e801 with a result of <1.2 ng/l. The specific date of testing was not provided. The questionable results were reported outside of the laboratory. The results from the beckman analyzer were considered correct as they fit the clinical expectations of the medical doctor in charge (nephrologist).